Event description:
The customer stated an architect c16000 analyzer generated falsely depressed creatinine results for three patient samples. Sid 392281, initial result 339 umol/l, repeat result 129 umol/l. Sid 392330, initial result 196 umol/l, repeat result 53 umol/l. Sid 411091, initial result 404 umol/l, repeat result 60.2 umol/l. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The on-site investigation found the high concentration (hc) waste probes dripping into cuvettes. Further investigation identified a split peristaltic high-concentration waste pump tubing as the cause of the probes dripping into the cuvettes. Field service replaced the split tubing which resolved the discrepant / erratic results issue. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction / deficiency.